Event description:
Tip of the cup inserter came apart from handle.

Manufacturer narrative:
Examination of the returned item confirms the observation. The investigation is unable to conclusively determine the root cause. A complaint database search finds this is the first report of any kind against this product code. The event will be considered isolated and the need for corrective action at this time. Monitor through trend analysis. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be re-opened.